Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verioiq meter is giving inaccurate low reading of ¿103 mg/dl¿ compared to another meter reading of ¿157 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. According to the patient, he decreased his oral diabetes medication from 1000 mg to 500 mg approximately one week ago based on the results of the lfs meter. Reportedly, he subsequently developed hyperglycemic symptoms described as ¿sweating and tiredness¿ because of the inaccurate results of the subject meter. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement correctly set. The test strips were within the discard date. The testing procedure was correct. This complaint is being reported because the patient claimed he had hyperglycemia after he based his diabetes management on the lfs meter readings. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014, with the following findings: the alleged meter issue cannot be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.